Event description:
The pt reported no sound and was seen at the implant center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to explant the pt's device will be scheduled.